Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device was in an overdischarge condition. The company rep performed 5 physician mode recharge (pmr) procedures with no response from the device. It was noted that the pt had not been in an overdischarge condition before. The neurostimulator was replaced. The pt had not contacted the company rep since the replacement surgery.